Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the functional tests with no alarms noted during testing. However, intermittent button response was noted due to corroded keypad traces. Several alarms were noted in the alarm history due to a corrupted history file. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, a cracked reservoir tube lip and a missing end cap sticker. No constant tone was noted during testing.

Event description:
It was reported that the insulin pump is consistently alarming. Customer stated that the insulin pump alarmed motor error during the priming process. Customer's blood glucose reading was 98 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.